Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated device (B)(4) connector (gamma3 u-blade).

Event description:
It was reported, we were doing an extraction of a gamma 2. The two instruments stayed cold welded together after the surgery.